Event description:
It was reported that when an asymptomatic patient presented in clinic for a device change out due to normal eri, the lead exhibited externalized conductors. No electrical anomalies were detected. The lead was explanted and replaced. The patient was in good condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.